Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) has received the master tool manipulator left 2 (mtml2) involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure mode during calibration.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit involved with this complaint, however, the device evaluation is still in progress and has not been completed. A follow-up MDR will be submitted once the device evaluation has been completed or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the site was unable to recover from recoverable faults. The isi technical support engineer (tse) reviewed onsite logs and noted error 23013 pointing to master tool manipulator left 2 (mtml2), axis 7. The tse recommended the clinical sales representative (csr) to use other surgeon side console (ssc). There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site converted to other ssc to complete the procedure with no injury to the patient. An isi field service engineer (fse) was dispatched to the facility and was able to confirm the reported failure via system log. To resolve the issue, the fse replaced the mtml. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).